Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found damaged. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, it could not be determined when the tear occurred or if it contributed to the reported event.